Event description:
The ge oec 2800 fluoroscopy system had the tower that would not function properly. Tower would not move.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the limit switch activated. Switch limiter re-calibrated. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.